Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when changing of set, they opened a brand new insulin vial, they transferred it to the reservoir, the reservoir had accumulated air bubble. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.